Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspect hv module was returned. The reported malfunction was observed and attributed to a faulty mode relay on the hv module.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 108" and "defib fault 109" messages. Complainant indicated that there was no patient involvement in the reported malfunction.